Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated she initially used two tampons. She wore each tampon for about 30 minutes each time and started feeling ill after using them. She began to experience abdominal pain, fever, nausea, generalized weakness and pain. She stopped using the tampons and her symptoms improved. A few days later she inserted another tampon and her symptoms returned, but were worse. She wore the third tampon for about four hours and her abdominal pain was severe. Once she removed the tampon her abdominal pain improved. However, over the course of about seven days she experienced, fever, facial rash, joint pain, generalized pain, generalized weakness, nausea and body chills. She read the pamphlet about tss that came with the tampons and was concerned she had tss. After discontinued use, her symptoms resolved. She did not seek medical assistance.